Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. Event is being reported to FDA on one medwatch as the limited information available indicates that a revision procedure occurred. Should additional information be received regarding the revision procedure, the complaint will be reassessed and further medwatch reports will be submitted, if necessary. Additional event for this patient reported on medwatch number 1825034-2016-02053. Product location unknown.

Event description:
Patient underwent a left hip revision procedure due to adverse reaction to metal debris. It was reported the cup had been initially implanted in anteroversion, resulting in wear on the neck of the implant.